Event description:
It was reported to philips that after the system was started up there were no geometry movements and the table was free floating. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the geo-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was performed when the issue happened. The procedure was aborted. The procedure was completed by moving patient to another room. Philips field service engineer (fse) analyzed the system onsite and verified that there is geo errors on startup. After reviewing the log file, fse found that there is a malfunction in geo-pc. Fse replaced the replaced geo pc in r cabinet. After replacement geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.